Event description:
The customer reported that the insulin pump changed the year on its own a few weeks ago. The customer also reported that her device was changing the time again the day before the call. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery very often. Advised the customer to discontinue use of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.